Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that gradually for almost a year, pt has not been feeling the therapy and thinks the stimulation is not working at all and the last 2 weeks its been "zip". Pt mentioned being in and out of hospitals and rehab and was unable to charge the implant every day like they normally would. Pt stated they are at their wits end with the pain. Pt mentioned working with a mdt manufacturer representative (rep) and spoke with them several months ago and also left a vm for them this morning. Pt mentioned calling into patient services in the past for "troubleshooting". Pt asked - agent sent hcp listings to the patients email. Patient service specialist sent email to reps in the area for visibility. The reason for call was patient reported that they were hospitalized and in rehab since the beginning of (B)(6) 2023 and they had to relocate at the same time and have not been able to locate a physician that is proficient with the spinal cord stimulator. Patient stated that during the time they were in the hospital, they were not able to maintain stimulator charging on a daily basis like they used to for their charging routine. Patient confirmed that this was due to not having the equipment that they use for their recharging of the internal battery. Patient noted that they had not been having any problems with their implant prior to that, but there were months where they weren't able to get the equipment because they didn't have any family members that were able to provide the equipment for them at their home. Patient reported that they could count on 1 hand how many days they were out of the hospital and able to attempt to charge their implant; patient added that when they would try to charge they were not successful. Patient stated that they need a physician who works with medtronic devices to assist them; patient noted that they have worked with mdt reps before. Pa tientstated that they have had several falls along the course and that doctor has assisted them by giving them x-rays to assess their implant placement and make sure that it is still functioning. Patient reported that they are not sure if their implant battery is still usable. When asked for a managing hcp; patient noted that they used to work with and occasionally work with doctor. Patient mentioned that they worked with a doctor who did unrelated procedures at riverside pain management named doctor that they liked and trusted. When asked for an event date; patient noted that the issue started in (B)(6) 2023. Agent reviewed physician listing with patient. Agent sent an email to the patient of the physicians listing.

Event description:
Additional information was received from the patient. . The patient said that hcp had a rep call them, and they were told to go ahead and see if the ins was working, try it for a few days, and call the rep back if it wasn't working. Pt said that they had just plugged the controller in and the controller was saying that it needed to be set up. Pt noted seeing memory problem data has been lost. Pt said that they had fiddled with the controller and set the date and time. Pt was currently seeing the unlock screen, so agent had the pt unlock the controller and pt saw no device found. Agent reviewed screen meaning with the pt.agent had the pt initiate an ins recharging session; however, the pt saw the battery was empty and could not continue recharge the controller. Agent had the pt connect the ac power supply to the controller and pt confirmed seeing the controller light flashing green. Agent advised the patient to allow the controller to fully recharge. Pt will call ps back for assistance with recharging the ins. Pt called back, requesting further assistance with charging their ins. The caller stated that they have not charged their ins in a long time and spoke with ps the other day and was instructed to charge their controller. Pt confirmed that their controller was charged. Tss instructed the patient to initiate a recharge session for their ins. Pt confirmed that they were able to begin passive recharge mode. Pt stated that they did not have sufficient time to charge the ins and would need to finish charging another time. The caller stated they were able to get the controller and the implant charged. The caller would like assistance turning stimulation back on; the agent reviewed. The caller stated they don't remember what program they were on; the agent reviewed with the caller they will have to do trial and error to determine what settings they want to be on or call the hcp office to request previous programming information. Troubleshooting resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.